Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient developed a gastrointestinal bleed during impella 5.5 support. Heparin was put on hold in response to the noted condition. Plans were made to continue to monitor the bleed as impella support continued uninterrupted.

Manufacturer narrative:
The root cause of gastrointestinal bleed cannot be determined since the product was not returned and insufficient clinical details were provided. The device passed all post sterile inspection checks.